Event description:
Complainant indicated that during a routine shift check by a clinician the device displayed "status 66" and "status 90" messages. Complainant indicated that there was no pt involvement in the reported malfunction.